Event description:
It was reported that upon interrogation, the patient's generator showed eri = yes. The patient's device has been interrogated approximately one week prior and had shown eri = no. The physician was surprised by this as the patient is at conservative settings and was implanted approximately two years ago. A rough battery life calculation was performed and resulted in 7 years until eri = yes. Patient had device replaced and product was returned to manufacturer. Analysis is pending.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.